Manufacturer narrative:
In this MDR, bd ds headquarters in (B)(4) has been listed in as (B)(4) is an OEM manufacturing site. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) catalog number 221239 which is a class 1, preamendment device. Investigation summary: 251239, lot#: 2024421. We did not confirm this issue as a report because there is no photo and return. No trend. No issue in retention. We will continue to monitor this issue.

Event description:
It was reported that prior to use with bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii), 2 plates were contaminated. The following information was provided by the initial reporter: this is a report about contamination of the media. According to the customer's report, the media was found to be contaminated upon unpacking.